Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, that the investigation the results indicated a reportable malfunction due to the pump ehl that confirmed the "motor not running" alarm. The pump ehl was found to have a "check clutch: and "motor not running" alarms. The cause of the customer reported problem was the leadscrew nut was over torqued. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative repaired by torquing the leadscrew nut properly, calibrated and greased the pump, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the motor not running during powering on the device, and during physical inspection it was found that the pump's event history log (ehl) contained a "motor not running" alarm. After investigation the results indicated a reportable malfunction due to the pump ehl that confirmed the "motor not running" alarm. There was no patient involvement.